Manufacturer narrative:
B2: date of patient death is unknown the investigation for the reported access site bleeding has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were sufficient to determine a root cause. The root cause is attributed to the patient condition because the patient had several medical and health conditions that were noted prior to the impella implant. The device was implanted according to the instruction for use recommendations. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced access site bleeding. The overnight surgeon placed purse sutures, and the pressure held. It was noted that the patient was also placed with a venoarterial extracorporeal membrane oxygenation (vaecmo) that is not an abiomed device and there was oozing from the ECMO cannulas. Heparin was withheld. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. This was attributed to the patient's neuro status.